Event description:
The turbohawk was used on a left sfa and proximal popliteal with heavy calcium. Post angiography showed no signs of dissections or perforations, and was followed by post dilation with 6x200 balloon. Again, post angiography was done with no signs of perforations or dissections. The physician stated that the pt was bleeding into the thigh and hemoglobin dropped 4 grams. They did not know if it was caused by the turbohawk device or other.